Event description:
It was reported that the ilet screen became inoperable with the upper portion displaying lines, preventing device unlocking and meal announcement, and a replacement ilet was shipped with instructions for shutdown and return of the original device. Symptoms included hyperglycemia with a reported blood glucose of 253 mg/dl. Outcomes included the patient continuing glucose monitoring using a cgm application while awaiting the replacement device. Investigation included review of user-reported device behavior, logistics for replacement and return, and guidance to sync data to the mobile app before shutdown. Investigation of this case revealed a display/screen malfunction that impaired usability of the user interface, consistent with a device mechanical or visual display problem affecting screen visibility. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly leading to loss of screen functionality.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.